Manufacturer narrative:
Approximate age of device - 1 year, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the customer requested for the patient's log file evaluated due to a major bleed adverse event (B)(6) 2018. Technical service review observed the pump values and parameters were within normal limits and no unusual events were noted. The device was functioning as intended. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas, and the reported gi bleed could not be conclusively established through this evaluation. Additionally, the submitted log files revealed no unusual alarms. The pump speed remained above the low-speed limit for the duration of the log file and the log files appeared to show the pump operating as intended. The patient presented with major bleeding form the nose. Bilateral nasal cautery of the anterior septum and bilateral rhinorockets were placed. Surgicel wrapped surgifoam was placed bilaterally and oxymetazoline nasal spray was added to the patient¿s medication the patient remains ongoing on heartmate 3 lvas. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information received from account on 14nov2018: it was reported that the patient presented with nose bleeding since (B)(6) 2018. Bilateral nasal cautery of the anterior septum and bilateral rhinorockets placed. Surgical wrapped surgifoam placed bilaterally. Medication change: oxymetazoline nasal spray added. Source of bleeding was nose. Treatments provided. No further information was provided.